Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The lesion was being treated for in-stent restenosis of a non bsc stent located in the left anterior descending artery. The lesion was 90% stenosed with mild calcification and moderately tortuous. On the first inflation the 3.25x15mm quantum maverick monorail balloon was used to dilate the lesion at 16 atmospheres but the balloon ruptured at 8 atmospheres. The balloon was removed intact. The procedure was completed with a different device. The patient status is listed as good with no complications.